Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. The replacement of the cable unit (rl091000) was required to return the instrument to the OEM specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had erreur 224 communication error. The customer tried the device on two different consoles and the same problem reoccurred. The customer tried a different camera and the problem did not occur. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During the evaluation, results did not show any image problem. However, inspection found cracked rear cover holder. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.